Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin would alarm with no power, the battery icon would fluctuate, and when customer removed the battery and put the same battery back in, it would show a full battery. Customer also stated the buttons were sticking. Her blood glucose was not known. Customer stated she did not receive a low battery alert, prior to the off no power alarm and the battery was not previously used. On the date of this report, customer's blood glucose was 247 mg/dl. No significant events leading to the keypad issues were found. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced. She did not agree to return the product for analysis at this time.